Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the patient underwent a microdiscectomy. It was reported that the pituitary is broken and not closing/grasping securely. No patient complications were reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Visual and optical examination did not identify material or functional issue with respect to the instrument. Functional evaluation of instrument confirmed proper operation. Unable to replicate concern. After visual, optical and functional evaluation, the instrument functions as intended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.